Manufacturer narrative:
The complaint device was received within the original unopened pouch without any residue present on the device. A yellow/brown color material with an approximate size of 0.80 mm² was found inside the packaged unit. The origin of the fragment was not able to be determined through investigation of this complaint device.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The unopened/unused rx biliary cannula was shipped back to boston scientific corporation from a customer as a consignment return. The account did not allege a complaint against the device. On (B)(6), 2011, upon inspection at the boston scientific corporation warehouse, foreign material was noticed within the sealed package of the rx biliary cannula. The fragment was noted to be less than 1mm in diameter and yellow/orange in color.

Event description:
The unopened/unused rx biliary cannula was shipped back to boston scientific corporation from a customer as a consignment return. The account did not allege a complaint against the device. On (B)(6), 2011, upon inspection at the boston scientific corporation warehouse, foreign material was noticed within the sealed package of the rx biliary cannula. The fragment was noted to be less than 1mm in diameter and yellow/orange in color.